Event description:
Note: this report pertains to one cre pro wireguided dilatation balloon and one alliance inflation syringe used during the same procedure. It was reported to boston scientific corporation that the cre pro wireguided dilatation balloon and alliance inflation syringe were used during a procedure performed on an unknown date. During the procedure, the pressure gauge did not display pressure, the arrow was stuck at 0. Without an indication of pressure, the balloon was overinflated. This caused a perforation in the bypass anastomosis, which was treated using an ovesco clip and an esophageal prosthesis. The procedure was completed with a different model device. The patient recovered and their current condition is reported to be good.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a1406 captures the reportable event of balloon overinflation. Imdrf patient code e2114 is being used to capture the reportable event of perforation. Imdrf impact code f23 is being used to capture the reportable event of unexpected medical intervention. Block h11 (correction): block b5 (describe event or problem) have been updated.

Event description:
Note: this report pertains to one cre pro wireguided dilatation balloon and one alliance inflation syringe used during the same procedure. It was reported to boston scientific corporation that the cre pro wireguided dilatation balloon and alliance inflation syringe were used during a procedure performed on an unknown date. During the procedure, the pressure gauge did not display pressure, the arrow was stuck at 0. Without an indication of pressure, the balloon was overinflated. This caused a perforation in the bypass anastomosis, which was treated using an ovesco clip and an esophageal prosthesis. The procedure was completed with a different model device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a1406 captures the reportable event of balloon overinflation. Imdrf patient code e2114 is being used to capture the reportable event of perforation. Imdrf impact code f23 is being used to capture the reportable event of unexpected medical intervention.